Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in brazil the customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscal repair surgery, the suturing device's anchor dismantled when it was placed inside the patient. Another anchor was opened to finish the procedure, and the surgery was completed successfully. There was no report of harm to the patient. Attempts have been made, and no further information has been provided.

Event description:
It was reported that during an initial meniscal repair surgery, the anchor dismantled when it was placed inside the patient. The material was retrieved and discarded, another anchor was opened to finish the procedure, and the surgery was completed successfully. There was no report of harm to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital discarded it as a biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.